Manufacturer narrative:
Final product analysis of the implantable neurostimulator (ins) revealed the device had 'reduced capacity due to overdischarge.' According to the trace report obtained from the ins, the total recharge count was 44. The last recorded recharge session done while the device was implanted was (B)(6) 2013. The device was recharged for 56 minutes. The battery charged from 3.695v to 3.920v. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. The longest recorded patient recharge was 1 hour 47 minutes. The highest voltage was 3.92v.

Event description:
It was reported that three instances of suspected overdischarge had occurred. The reporter stated that the patient had been non-compliant with recharging since the implant. The physician elected to change the patient's implantable neurostimulator (ins) to a non-rechargeable device. The patient's ins was explanted and replaced. There were no patient symptoms, and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.